Event description:
It was reported that (1) device was used during a low anterior resection with double stapling technique. It was reported by the affiliate that after the distal transection with the tsb45, the rows of staple lines were not closed. The failed closure of the portion of the rectum did not allow the user to repeat the suture due to the lack of tissue (the resection was very low). The case was converted to an open procedure and the surgeon had to perform a colostomy.